Event description:
CT scan revealed that the third ifuse implant was placed too posterior, it did not engage the sacrum. A revision surgery was performed 1 day post surgery to remove the third implant. The implant was re-positioned. Patient did well. There were no lasting problems or additional treatment necessary.

Manufacturer narrative:
Based on information provided, review of the surgeon training technique, fmea and certificate of conformance, there is no indication of device failure and no indication that the device was out of specification. The root cause for the revision surgery was incorrect placement of the ifuse implant. Late report of this adverse event is addressed under (B)(4).